Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that the cell-dyn sapphire analyzer is generating results with hemoglobin and hematocrit (h&h) mismatches. Suspect results were not reported out of the lab. The customer's lab protocol requires results with h&h mismatch to be repeated. One pt sample yielded the following results; rbc=4.19 m/ul, hgb=6.2 g/dl and hct=33%. Repeat results obtained; rbc=4.15 m/ul, hgb=10.0 g/dl and hct=33%. The hemoglobin results appear to be discrepant. No add'l pt info was provided. No impact to patient management was reported.